Event description:
It was reported by the customer's father, that the customer was hospitalized, due to diabetic ketoacidosis. It was also reported that the customer received a no delivery alarm, and the infusion set was cracked. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated intravenously. Troubleshooting was declined. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.